Manufacturer narrative:
E1 initial reporter city: (B)(6). The returned product consisted of the rotapro console kit. A visual inspection of the device did not reveal any defects or damages. The device was put through functional testing, which the device failed as the pneumatic kit was faulty. It was also noted that the rotational speed could not be modified and the speed control button would not work. Based on a thorough review of the reported complaint and analysis of the complaint device, the most probable cause for this complaint was considered cause traced to component failure.

Event description:
It was reported that the rotation speed cannot be modified. A rotapro console kit assy gen 230v was selected for use. During the procedure, it was noted that the dynaglide mode started at 125,000 rpms. The black button used to modify the speed doesnt work. The procedure was completed using an alternate method, and no patient complications were reported.

Event description:
It was reported that the rotation speed cannot be modified. A rotapro console kit assy gen 230v was selected for use. During the procedure, it was noted that the dynaglide mode started at 125,000 rpms. The black button used to modify the speed doesnt work. The procedure was completed using an alternate method, and no patient complications were reported.